Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the complaint was not verified. Upon receiving, the device was completely depleted. The device was charged in one charge cycle. The ipg was linked to a test remote control and the battery measured 3.93 volts. This indicated that the device is capable of being charged fully under a proper charging method. However, the profile showed frequent interrupts and low charge current, this is a typical symptom caused by ipg shifting in the pocket. The reported complaint states that x-ray of the ipg was taken and found out that it was right side up and unable to get it out of hibernation. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was having difficulty charging the ipg out of hibernation. X-ray was taken and the result revealed that the ipg was right side up. The patient felt as though her body was rejecting the scs . The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having difficulty charging the ipg out of hibernation. X-ray was taken and the result revealed that the ipg was right side up. The patient felt as though her body was rejecting the scs . The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician¿s preference. The physician did not suspect device malfunction. The patient was doing well post-operatively.

Event description:
A report was received that the patient was having difficulty charging the ipg out of hibernation. X-ray was taken and the result revealed that the ipg was right side up. The patient felt as though her body was rejecting the scs . The patient will undergo a revision procedure wherein the ipg will be replaced.